Event description:
It was reported that the 8015 had missing battery message when powered on. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, c codes and manufacturer narrative. Root cause: the probable cause of the "missing battery" message on the 8015 device was not definitively identified. However, it could be related to a faulty battery, battery harness, or power supply processor board. Further steps, such as testing with a known good battery and inspecting the battery harness, were recommended to resolve the issue.

Event description:
It was reported that the 8015 had missing battery message when powered on. There was no patient involvement.